Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was exhibiting loss of capture of the right atrial (ra) lead and suspected far-field oversensing. Technical services (ts) was consulted and recommended device reprogramming options. This crt-d system remains in service. No adverse patient effects were reported. Additional information was received and right atrial (ra) lead loss of capture was exhibited again, in addition, ra mv chop was noted with a signal artifact monitor (sam) episode. The system will continue to be monitored. This crt-d system remains in service. No adverse patient effects were reported.